Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when this unit is turned on, and after it completes the self-test it is alarming "motor fault, circuit fault, low pip, and low ve." The transducers were calibrated, and the turbine differential transducer failed the calibration. There was not patient involvement at the time of the incident.